Event description:
The customer's biomed reported observing a spark, smoke, and a quickly self-extinguished "small electrical fire" upon power-up after replacing two internal components in accordance with detailed repair instructions.

Manufacturer narrative:
Per the biomed: he replaced the board and power harness, per the provided written and video instructions. Upon power up, the board sparked and had a "small electrical fire" and smoke was observed. He quickly disconnected the power. The flame was self-extinguished. He was wearing personal protective equipment (goggles, lab coat, and gloves). There was no injury (and no medical attention was sought) or damage to property; and we have requested the unit back for failure investigation.